Event description:
It was reported that the right ventricular (rv) exhibited noise oversensing resulting in loss of capture. A lead integrity issue was suspected. No intervention has been reported. The patient condition is stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).